Manufacturer narrative:
(B)(4): a follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the device freezes during opcheck and that they have a shock equipment/ pacer malfunction message. There was no patient involvement.